Event description:
According to the facility, the "grasp of the belt doesn't hold on the 72 in belts" and that this specific event occurred with a patient fell as a result of the belt not holding onto the metal grasps. The patient fell and broke his toe.

Manufacturer narrative:
According to the facility, the "grasp of the belt doesn't hold on the 72 in belts" and that this specific event occurred with a patient fell as a result of the belt not holding onto the metal grasps. The patient fell and broke his toe. The facility stated the patient was "larger". There was no further information. It has been determined that the reported event caused or contributed to serious injury requiring medical intervention, therefore, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.